Event description:
The customer reported via phone call that they had a motor error alarm. The customer's blood glucose was 320 mg/dl. Customer stated the alarm occurred during a bolus. Customer also called back later to report a blood glucose of over 400 mg/dl. The customer reported they were not connected to the insulin pump during this high blood glucose event. The customer will be returning their insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside the device and passed; the motor may have had an intermittent failure not detected during our testing. The insulin pump has cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.